Event description:
Pt was anesthetized and cardioversion was attempted at 150 joules. Cardioversion was not successful, and we were going to attempt another try at increased energy, when the cardiologist and I smelled burning like cautery. The defib patches were immediately removed and skin inspected. No burn or active burning observed. Upon discharge the pt had no visible burn or discomfort. Hydrocortisone cream was applied to the skin in all areas where patches were removed.